Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, on after the other, using different fingersticks and strips. The results were 188 and 243 mg/dl. He did not have any symptoms. A control test was not done due to lack of supplies. On follow-up, the lifescan representative review testing procedures and meter/lab testing.